Event description:
Edwards received information through follow up with the healthcare provider that a 27mm mitral pericardial valve was implanted and appeared to be seating well. However, when the surgeon testing the valve, there was regurgitation. The surgeon noted that one of the valve sutures had become entrapped around a valve strut. Thus, the adjacent leaflets were tethered by the suture. The 27mm mitral pericardial valve was then explanted and another 27mm surgical valve was implanted and appeared to seat well. The surgeon stated that "by now the left atrium was looking fairly beat up from the trauma of now having a third prosthesis placed." The patient's friable tissues were becoming more friable with the additional manipulation. After coming off cardiopulmonary bypass, arterial bleeding was noted, which was coming from between the superior vena cava and the aorta. It appeared that the left atriotomy was extending across the dome of the left atrium. Multiple attempts to repair this were unsuccessful. Blood products were administered to correct his coagulopathy from a long pump run. Ultimately, it was decided that there was nothing else that could be done. The tissues were so friable that additional attempts to place sutures would not be done. Thus, all supportive measures were stopped and the patient expired in the operating room. The reported cause of death was exsanguination due to irreparable tears in the left atrium. Contributing factors were need for redo mitral valve surgery due to prosthesis mitral regurgitation and poor tissue quality.

Manufacturer narrative:
(B)(4). Device was not returned. Additional manufacturer narrative: see also MDR report number: (B)(4). The device was not returned to edwards for evaluation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release for distribution. No issues were identified that would have impacted this event. Attempts to retrieve the device are in process. (B)(4). Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and if undetected while still on bypass, it may require subsequent re-intervention. Based on the information received the root cause of the event is indeterminable; however, operational technique may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.